Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. Effective stimulation was obtained following the procedure. The ipg site is healing well but still sore from the surgery.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced difficulty charging the ipg and the ipg became inoperable. The patient lost stimulation and also experienced pain at the ipg site due to scar tissue. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was no longer experiencing pain at the ipg site.